Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow up, low impedance and high thresholds were observed due to a suspected lead dislodgement. The lead was explanted when repositioning was unsuccessful. The lead will not be returned.